Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected max delivery or a44 alarms noted. The insulin pump safety feature max delivery alarm functioned properly. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a test failure alarm. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.